Manufacturer narrative:
The investigation for the reported limb ischemia and low flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the limb ischemia and low flow were not determined since the product, data logs, and sufficient clinical information were not provided. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited suction alarms indicating low flow. The physician attempted to reposition the device several times, the pump was verified to be in the correct position, and the device was still exhibiting suction alarms. It was reported that after repositioning the heart has less arrhythmia and changes were shallower. The patient went into additionally, the patient experienced limb ischemia. No distal flow to the leg on impella side. An antegrade sheath was placed on the impella side for an external bypass. Better flows to distal leg were obtained. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.